Event description:
The customer reportedly had a bg result of 131 mg/dl on the professional meter in comparison to the accu-chek advantage system result of 251mg/dl. The results were obtained within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. The caller states that the strip information was unavailable at the time of the call. A request was made for the return of the suspected product; replacement was sent.